Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis of the ICD revealed a potential device malfunction. Boston scientific, crm will continue to analyze the device and provide additional information once the testing has been completed after which an updated report will be submitted.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and returned without allegation for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. The device was confirmed to be in safety core. Review of device memory verified that the device experienced five faults which appeared to have occurred during explant when electrocautery was being used, which caused the device to revert to safety core. Of note, teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this ICD is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.